Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight indentation in the insertion section, component failure of the outer tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video telescope endoeye hd ii, 10 mm, 30 degree, autoclavable had water invasion. The issue occurred during inspection for use. There were no reports of patient harm.